Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01725. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient was revised to address pain and patella loosening. When the patella was removed, it was noted to have a fractured peg and that the patella was implanted into soft tissue and not bone. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source¿ foreign ¿ australia. A picture of the patellar component was provided. Visual examination indicates that there is bone and/or bone cement attached on the superior surface along with traces of blood. One of the pegs of the patellar component is fractured off. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.